Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/22/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 01/07/2015 with the following findings: visual inspection revealed that the battery compartment was cracked to the left of the bumper pad. The returned battery and cartridge caps were used to complete all testing. Unrelated to the complaint, evaluation revealed that the display was faded.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.